Manufacturer narrative:
Thi spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("(B)(6) 2015 and the again in (B)(6) 2015, plaintiff was even forced to undergo surgeries to remove one or more of the essure® coils, including fragments /the metal fragment identified within the right fallopian tube"), device dislocation ("malposition of essure device location of device: tilted in left ostia,"), uterine perforation ("perforation of uterus/a silver metal surgical device is also identified embedded within the luminal aspect of the right fallopian tube (per mr)"), device expulsion ("migration of essure device location of device: uterus,"), pelvic inflammatory disease ("infection (other) describe: pelvic inflammatory disease,"), endometritis ("endometritis (per mr)"), pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse),") and genital haemorrhage ("heavy abnormal bleeding") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "not performed". The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included body mass index increased, hypertension, hematuria since (B)(6) 2015, abdominal pain lower since (B)(6) 2015, low back pain since (B)(6) 2015, edema since (B)(6) 2015, flank pain since (B)(6) 2015, joint pain, muscle pain, anxiety and visual impairment. Concomitant products included amlodipine (norvasc) since 2015, co-trimoxazole (bactrim) from (B)(6) 2015 to (B)(6) 2015, conlunett (norinyl-1) since 2015, dexlansoprazole (dexilant) since 2015, dicycloverine hydrochloride (bentyl) from april 2015 to (B)(6) 2015, doxycycline hydrochloride (doxicyclin) from (B)(6) 2015 to (B)(6) 2015, ergocalciferol (vitamin d2) from (B)(6) 2015 to (B)(6) 2015, flavoxate hydrochloride (urispas) from 2015 to 2016, gabapentin (neurontin) from (B)(6) 2015 to (B)(6) 2015, ibuprofen from 2004 to 2016, lisinopril from 2004 to 2016, loratadine, pseudoephedrine sulfate (claritin-d allergy) since 2016, metformin since 2016, oxybutynin (ditropan) since (B)(6) 2016, panadeine co (tylenol #3) since (B)(6) 2015, pentosan polysulfate sodium (elmiron) since 2016, sumatriptan (imitrex) from (B)(6) 2015 to (B)(6) 2015, tramadol hydrochloride (ultram) from 2015 to 2016 and vicodin (norco) since (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), bladder disorder ("bladder or urinary problems or changes,"), urinary tract disorder ("bladder or urinary problems or changes,"), migraine ("migraines / headaches,"), nausea ("nausea"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), weight fluctuation ("weight gain / loss"), gastrointestinal disorder ("gastrointestinal or digestive system condition") and alopecia ("hair loss."). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), endometritis (seriousness criterion medically significant), the first episode of abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), the second episode of abdominal pain ("severe cramping"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract,") with dysuria and fatigue ("fatigue,"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy), surgery (total hysterectomy with bilateral salpingectomy), surgery (total hysterectomy with bilateral salpingectomy), surgery (total hysterectomy with bilateral salpingectomy), surgery (total hysterectomy with bilateral salpingectomy) and surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device dislocation, uterine perforation, device expulsion, pelvic inflammatory disease, endometritis, pelvic pain, dyspareunia, genital haemorrhage, vulvovaginal pain, the last episode of abdominal pain, hormone level abnormal, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, nausea, allergy to metals, vaginal discharge, fatigue, weight fluctuation, gastrointestinal disorder and alopecia outcome was unknown. The reporter considered allergy to metals, alopecia, bladder disorder, device breakage, device dislocation, device expulsion, dyspareunia, endometritis, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, nausea, pelvic inflammatory disease, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, weight fluctuation, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: insertion details :2 coils on right and 3 coils on left visible in cavity. Patient continues to believe that pain is 2/2 essure implants (supposedly right implant taken out in may surgery, but left one still in place), partial salpingectomy on (B)(6) 2015 and hysterectomy with bilateral salpingectomy on (B)(6) 2015 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. On (B)(6) 2015 : ultra sound pelvis transabdominal, impression: echogenic focus at the mid uterus in the region of cornua could represent a surgical clip/ fallopian tube ligation material. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: abdominal pain, vaginal bleeding, nausea, pelvic pain, dysuria, vaginal pain, urinary tract infection, pelvic inflammatory disease, concerning the injuries reported in this case, the following ones were described in patient¿s medical records : perforation of uterus, endometritis. Most recent follow-up information incorporated above includes: on 18-oct-2018: medical records received -new event perforation of uterus, endometritis were added from mr. Reporter information updated. Concomitant diseases added. Lab data added. Historical drug added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("(B)(6) 2015 and the again in (B)(6) 2015, plaintiff was even forced to undergo surgeries to remove one or more of the essure® coils, including fragments."), device dislocation ("malposition of essure device location of device: tilted in left ostia,"), device expulsion ("migration of essure device location of device: uterus,"), pelvic inflammatory disease ("infection (other) describe: pelvic inflammatory disease,"), pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse),") and genital haemorrhage ("heavy abnormal bleeding") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "not performed". The patient's concurrent conditions included body mass index increased and hypertension. Concomitant products included amlodipine (norvasc) since 2015, co-trimoxazole (bactrim) from (B)(6) 2015 to (B)(6) 2015, conlunett (norinyl-1) since 2015, dexlansoprazole (dexilant) since 2015, dicycloverine hydrochloride (bentyl) from (B)(6) 2015 to (B)(6) 2015, doxycycline hydrochloride (doxicyclin) from (B)(6) 2015 to (B)(6) 2015, ergocalciferol (vitamin d2) from (B)(6) 2015 to (B)(6) 2015, flavoxate hydrochloride (urispas) from 2015 to 2016, gabapentin (neurontin) from (B)(6) 2015 to (B)(6) 2015, ibuprofen from 2004 to 2016, lisinopril from 2004 to 2016, loratadine, pseudoephedrine sulfate (claritin-d allergy) since 2016, metformin since 2016, oxybutynin (ditropan) since (B)(6) 2016, panadeine co (tylenol #3) since (B)(6) 2015, pentosan polysulfate sodium (elmiron) since 2016, sumatriptan (imitrex) from (B)(6) 2015 to (B)(6) 2015, tramadol hydrochloride (ultram) from 2015 to 2016 and vicodin (norco) since (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), bladder disorder ("bladder or urinary problems or changes,"), urinary tract disorder ("bladder or urinary problems or changes,"), migraine ("migraines / headaches,"), nausea ("nausea"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), weight fluctuation ("weight gain / loss"), gastrointestinal disorder ("gastrointestinal or digestive system condition") and alopecia ("hair loss."). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), the first episode of abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), the second episode of abdominal pain ("severe cramping"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract,") with dysuria and fatigue ("fatigue,"). The patient was treated with surgery (partial salpingectomy on (B)(6) 2015 and hysterectomy with bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device dislocation, device expulsion, pelvic inflammatory disease, pelvic pain, dyspareunia, genital haemorrhage, vulvovaginal pain, the last episode of abdominal pain, hormone level abnormal, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, nausea, allergy to metals, vaginal discharge, fatigue, weight fluctuation, gastrointestinal disorder and alopecia outcome was unknown. The reporter considered allergy to metals, alopecia, bladder disorder, device breakage, device dislocation, device expulsion, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, nausea, pelvic inflammatory disease, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, weight fluctuation, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received , new reporter, patient demographic, essure indication, concomitant medication and events hormonal changes, abnormal bleeding (vaginal, menorrhagia),infection (bladder/urinary tract/vaginal) type: urinary tract, apareunia (inability to have sexual intercourse), infection (other) describe: pelvic inflammatory disease, malposition of essure device location of device: tilted in left ostia, bladder or urinary problems or changes, migraines / headaches, migration of essure device location of device: uterus), nausea, nickel allergy, dyspareunia (painful sexual intercourse),vaginal discharge, fatigue, weight gain / loss, gastrointestinal or digestive system condition, hair loss and essure confirmation test not performed were added incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("(B)(6) 2015 and the again in (B)(6) 2015, plaintiff was even forced to undergo surgeries to remove one or more of the essure® coils, including fragments.") And genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), the first episode of abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and the second episode of abdominal pain ("severe cramping"). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, genital haemorrhage, pelvic pain, vulvovaginal pain and the last episode of abdominal pain outcome was unknown. The reporter considered device breakage, genital haemorrhage, pelvic pain, vulvovaginal pain, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.